Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported the patient felt uncomfortable stimulation and irritation on the right side at 1.2. Contributing factors and actions /interventions taken to resolve the reported event were unknown. It was reported that the issue was unresolved. Additional information was received. The patient reported they got an infection and the device was removed. Contributing factors to the reported event were unknown. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.